Event description:
It is reported that the patient is experiencing swelling, pain and popping noise.

Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Device history records could not be reviewed as the part and lot numbers are unknown.

Manufacturer narrative:
Other device used: catalog # 42502806601, persona porous femoral component, lot # 62670788. Catalog # 42512000511, persona articular surface, lot # 62559448. This report will be amended when our investigation is complete.

Manufacturer narrative:
Device history records for the tibial plate were reviewed and no deviations or anomalies were found. This device is used for treatment. Primary surgical notes provided do not note any anomalies during surgery. After the implants were placed the range of motion and stability were rechecked and found to be excellent with well-balanced gaps and acceptable patella tracking. X-rays were not provided. Revision surgical notes state that the femoral and patella were intact and left alone. The tibial component was replaced as it had subsided with 50% bony ingrowth and 50% fibrous ingrowth. A product history search did not find other complaints for this part/lot combination. Compatibility of the implants was reviewed with no issues found. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. This field action has been reported to the FDA under 1822565-02-10-2015-002-r; the FDA recall is z-1266-2015. The device in question was implanted prior to this field action.

Event description:
It is further reported that the patient was revised due to pain and tibial loosening.